Event description:
Clinical study same case as #6000093-2005-00617. It was reported taht 82 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion #1 was a 3.5mm, 60% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion by successfully placing a taxus express2 8.8% 3.50x12mm drug eluting stent in the target lesion. Lesion #2 was a 2.5mm 90% stenosed 2nd diagonal (2nd diag). The physician treated the lesion with predilation and successful placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. A dessection occured during the placement. No further intervention was reported. The patient was discharged the next day on plavix and aspirin. 82 days after the procedure it was reported the patient experienced chest pain and had a cardio/pulmonary arrest and expired. There was no autopsy. In the opinion of the physician the relationship of the patients death to the target vessel is "unknown".

Event description:
It was furhter reported that target leison 1, a bifurcated lesion was 8mm long. Target lesion 2 was 9mm long. Treatment consisted of angioplasty to both vessels. A cutting balloon which was used at the origin of the 2nd diag producted a 30% residual with small intimalt ear". It was therefore decided to treat target lesion 1 with direct stenting, reducing stenosis to 0%. Target lesion 2 was treated with rewiring, a re-dilatation, placement of the taxus stent, and post-dilatation reducing stenosis to 0%. Post procedure echocardiogram showed ejection fraction of 30-35%. The pt was discharged 2 days after the procedure. 80 days after the procedure the pt went to an outlying hospital complaining of coughing and chest pain. He was sent home. Later that same day, the pt was admitted to a second outlying hosp after his chest discomfort increased. While being transferred to the ICU 2 days later, the pt suffered a cardiopulomary arrest. Attempts at resuscitation were unsuccessful and the pt expired. In the opinion of the physician, the pt "probably" had an acute mi. No further info is available.